Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID 305c227 tissue valve, implanted: 2010-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead dislodged one day post implant. The dislodgment was confirmed via x-ray. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.